Event description:
It was reported that the downstream alarm kept coming. Flow was not exact. There was unknown patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for analysis. The device has not been in for service within the review period. There was no physical damage to the device. The reported primary problem of downstream alarm was replicated with functional testing. The cause of the problem was the downstream occlusion (dso) sensor. The dso was replaced. The device passed functional and delivery tests.